Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Lead remains in service.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds which cause was not identified. Further, there was no patient condition reported. Also, dislodgement was not apparent by the patient's chest x-ray and an echocardiogram was normal. In addition, lead damage was not suspected. Moreover, this rv lead was repositioned without complication. No additional adverse patient effects were reported.